Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely low potassium (k) and chloride (cl) results were obtained on one of two patient samples. Only discordant result for sample (B)(6) was reported to the physician. The samples were repeated on the same instrument and on an alternate dimension exl instrument, all resulting higher. The corrected result for sample (B)(6) was reported to the physician(s), while it is unknown if the repeat result for sample (B)(6) was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they obtained the discordant results after replacement of "standard a" solution. The customer recalibrated the integrated multi-sensor technology (imt) module and repeated the patient samples, which resulted normal. The imt and "standard a" solution readings were resulting within the expected range. The cause of the discordant, falsely low sodium, potassium and chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.